Event description:
Malfunction of AED - indicator was off and can not use battery message occurred. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Device not returned (investigation pending device return).